Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Patient received one anti-tachycardia pacing (atp) therapy and 6 shocks. Boston scientific technical services (bsc ts) reviewed episodes, and discussed that it was possible to see that the episode onset occurred with a quite stable rate at 375 beats/minute (bpm) and gradually became unstable with some premature ventricular contraction (pvc) causing rhythm identification (rid) detection to declare uncorrelated rhythm at the end of the duration. After first atp delivery, the rhythm had no variation and gradually increased to 165 bpm with alternance between stable beats and some extra systole beats. After shock delivery, the rhythm remained at the same rate, but probably due to the shock effect, the shock channel morphology widened. Following the 5th attempt of shock delivery, a vt episode started immediately. This vt episode only lasted 4 seconds before returning to the initial atrial rate. Bsc ts suggested that the vt rate cut off zone be reprogrammed to prevent inappropriate treatment for atrial fibrillation (af) episodes. Last device programming shows the new cut off rate was set to 190 bpm. There were no adverse patient effects reported.